Event description:
It was reported by the patient that they experienced a fast heart rate. The implantable pulse generator (ipg) was pacing above the upper programmable rate. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.